Event description:
Chair alarm malfunctioned. When patient stood up, the chair alarm "set" as if the patient was sitting down instead of sounding off. When the patient sat back down the chair alarm then sounded off instead of setting the alarm. This product has already been returned to the manufacturer.